Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. No additional patient or event information was provided. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no reported adverse impact to the customer's blood glucose level.